Event description:
The device was used during a lobectomy. Reportedly, the device made a cracking noise and when retried the device would not fire. No pt injury was reported. Another device was used to finish the procedure.